Event description:
Investigation has been completed.

Manufacturer narrative:
Investigation results were made available. Event description: it was reported that the patient is claiming for damages allegedly caused by durom ldh 56mm prosthesis implanted in the right hip on (B)(6), 2007, at (B)(6) hospital. His right femur fractured on (B)(6), 2018. Further, blood tests reportedly showed elevated metal ion levels. The patient is suffering from pain and limited range of motion. Review of received data: due diligence: no further "due diligence" required as all required information to support the conclusion is available or was already requested. Please note that the following report has been translated from italian to english and the relevant information has been summarized. Organismo di conciliazione di firenze, firenze (B)(6), 2021: section 3 - subject matter, value, reason for the claim description of the facts in dispute: the patient r.c. Was admitted to the orthopedic department of (B)(6) hospital at the age of 67 for coxarthrosis of the right hip. The clinical indication was limitation of joint movements, pain on flexion and lameness of the right hip. A hip prosthesis was implanted on (B)(6), 2007. The postoperative course was regular. In the following years, the patient had no particular problems with the operated hip, but severe cardiac problems. On (B)(6), 2018, the patient suffered a periprosthetic fracture of the right femur (while descending a small step, he leaned on his right lower leg, which suddenly gave way, causing the patient to collapse on the floor). The fracture was treated conservatively. From (B)(6), 2018 to (B)(6), 2018, the patient completed rehabilitation therapy at the (B)(6). On (B)(6), 2018, the patient went to the ssrr of livorno. The examination showed pain in the right hip and a periprosthetic fracture of the right hip about 20 days after the trauma. Radiographic control showed the beginning of callus formation and good positioning of the prosthetic implant. Orthopedic examination on (B)(6), 2018 showed a consolidated periprosthetic femoral fracture with no local pain. Orthopedic examination on (B)(6), 2019 shows foot malalignment, limb shortening, deterioration in walking performance, and reduction in strength. Also on (B)(6), 2019, a hematochemical exam was performed, with cr and co ions of 1.15 micrograms per liter and 12.47 micrograms per liter, respectively. On (B)(6), 2019, one performed osteoarticular ultrasound of the right hip. In the soft tissues of the right groin, there is a solid tumor. On (B)(6), 2019 orthopedic examination with reference to another examination in 6 months. On (B)(6), 2019 orthopedic examination was performed, the clinical evaluation is unchanged, CT shows semi-fluid accumulation. On (B)(6) 2020 compared to the last examination, the patient reports an increase in pain during weight bearing and walking. Posture of the right lower extremity in extrarotation (after periprosthetic fracture two years ago). Product evaluation: the product remains implanted; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed as only the complained product is known. DHR review: review of the device history records could not be performed due to unknown lot number. Conclusion: it was reported that the patient is claiming for damages allegedly caused by durom ldh 56mm prosthesis implanted in the right hip on (B)(6), 2007, at (B)(6) hospital. His right femur fractured on (B)(6) 2018, possibly related to a fall. Further, blood tests reportedly showed elevated metal ion levels. The patient is suffering from pain and limited range of motion. Due to the lack of medical records such as surgical reports, x-rays, and laboratory reports demonstrating the implant during the time in vivo, the periprosthetic fracture and the elevated ion levels, it was not possible to conduct an in-depth investigation. Which is why the reported events cannot be confirmed. The investigation did not identify a nonconformance or a complaint out of box (coob). The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
It was reported that a patient is claiming damages for a right femur fracture. Blood tests results were reported to be elevated on metal ion levels. Attempts to obtain additional information have been made but not available at this point.

Manufacturer narrative:
This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Zimmer biomet's reference number of this file is (B)(4).